Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain pelvic / pelvic area') and vaginal abscess ('vaginal cuff abscess') in an adult female patient who had essure (batch no. 626798) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included edema, gestational diabetes, c-section, endometriosis, uterine fibroids, pre-eclampsia, pulmonary edema and graves' disease. Concurrent conditions included depression, anxiety, hypothyroidism, muscle ache and pelvic adhesions. Concomitant products included alprazolam (xanax) since (B)(6) 2009, escitalopram oxalate (lexapro) since (B)(6) 2009, hydrochlorothiazide, levothyroxine sodium (synthroid) since (B)(6) 2007, nsaids and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition : mental anguish / anxiety"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / abdominal area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea") and arthralgia ("hip pain / knee pain"). On an unknown date, the patient experienced vaginal abscess (seriousness criterion medically significant), back pain ("lower back pain / lower back area"), vaginal discharge ("vaginal discharge") and impaired healing ("wound disruption post hysterectomy"). The patient was treated with surgery (on (B)(6) 2011, total abdominal hysterectomy with unilateral (right coil only) salpingo-oopherectomy). At the time of the report, the pelvic pain, abdominal pain, back pain and arthralgia had not resolved and the vaginal abscess, vaginal haemorrhage, menorrhagia, vaginal discharge, depression, impaired healing, anxiety and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, impaired healing, menorrhagia, nausea, pelvic pain, vaginal abscess, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion dates:-(B)(6) 2006 patient's left essure coil was not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: essure device was successfully occluded (total bilateral occlusion). Concerning the injuries reported in this case the following events were confirmed via patients medical record: abdominal pain, nausea,pelvic pain, back pain,arthralgia. Most recent follow-up information incorporated above includes: on 12-aug-2019: pfs and mr received : essure model number was changed from ess(205) to ess(305). Lot number added. Following events were added: abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, nausea, abdominal pain, lower back pain, hip pain, knee pain, vaginal discharge,vaginal cuff abscess / wound disruption post hysterectomy. Outcome of the events pelvic pain, back pain and abdominal pain were changed from unknown to not recovered/not resolved. Medical history,concomitant conditions and concomitant products were added. Reporter information was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain pelvic / pelvic area / chronic') in a 37-year-old female patient who had essure (batch no. 626798) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included edema, gestational diabetes, c-section, endometriosis, uterine fibroids, pre-eclampsia, pulmonary edema and graves' disease. Concurrent conditions included depression, anxiety, hypothyroidism, muscle ache and pelvic adhesions. Concomitant products included alprazolam (xanax) since (B)(6) 2009, escitalopram oxalate (lexapro) since (B)(6) 2009, hydrochlorothiazide, levothyroxine sodium (synthroid) since (B)(6) 2007, nsaids and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / abdominal area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea") and arthralgia ("hip pain / knee pain"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition : depression/ psych injury") and anxiety ("psychological or psychiatric problems condition : mental anguish / anxiety/ psych injury"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"), 2 years 9 months after insertion of essure. On an unknown date, the patient experienced vaginal abscess ("vaginal cuff abscess"), genital haemorrhage ("general abnormal bleeding"), back pain ("lower back pain / lower back area") and impaired healing ("wound disruption post hysterectomy"). The patient was treated with surgery (on (B)(6) 2011, total abdominal hysterectomy with unilateral (right coil only) salpingo-oopherectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, vaginal haemorrhage and menorrhagia had resolved, the vaginal abscess, vaginal discharge, depression, impaired healing, anxiety and nausea outcome was unknown and the arthralgia had not resolved. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, genital haemorrhage, impaired healing, menorrhagia, nausea, pelvic pain, vaginal abscess, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion dates :(B)(6) 2006 patient's left essure coil was not removed. Patient received treatment for pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: essure device was successfully occluded (total bilateral occlusion).. Imaging procedure - on (B)(6) 2010: essure confirmation test(s) unspecified: bilateral occlusion. Concerning the injuries reported in this case the following events were confirmed via patients medical record : abdominal pain, nausea,pelvic pain, back pain,arthralgia lot number:626798, manufacture date: 2008-03, expiration date: 2010-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received." Outcome of event abnormal genital bleeding changed from unknown to recovered/resolved". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain pelvic / pelvic area') and vaginal abscess ('vaginal cuff abscess') in a 37-year-old female patient who had essure (batch no. 626798) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included edema, gestational diabetes, c-section, endometriosis, uterine fibroids, pre-eclampsia, pulmonary edema and graves' disease. Concurrent conditions included depression, anxiety, hypothyroidism, muscle ache and pelvic adhesions. Concomitant products included alprazolam (xanax) since (B)(6) 2009, escitalopram oxalate (lexapro) since (B)(6) 2009, hydrochlorothiazide, levothyroxine sodium (synthroid) since (B)(6) 2007, nsaids and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition : depression") and anxiety ("psychological or psychiatric problems condition : mental anguish / anxiety"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / abdominal area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea") and arthralgia ("hip pain / knee pain"). On an unknown date, the patient experienced vaginal abscess (seriousness criterion medically significant), back pain ("lower back pain / lower back area"), vaginal discharge ("vaginal discharge") and impaired healing ("wound disruption post hysterectomy"). The patient was treated with surgery (on (B)(6) 2011, total abdominal hysterectomy with unilateral (right coil only) salpingo-oopherectomy). At the time of the report, the pelvic pain, abdominal pain, back pain and arthralgia had not resolved and the vaginal abscess, vaginal haemorrhage, menorrhagia, vaginal discharge, depression, impaired healing, anxiety and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, impaired healing, menorrhagia, nausea, pelvic pain, vaginal abscess, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion dates :- (B)(6) 2006 patient's left essure coil was not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: essure device was successfully occluded (total bilateral occlusion). Concerning the injuries reported in this case the following events were confirmed via patients medical record : abdominal pain, nausea,pelvic pain, back pain,arthralgia lot number:626798, manufacture date: 2008-03, expiration date: 2010-02. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-aug-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain pelvic / pelvic area / chronic'), vaginal abscess ('vaginal cuff abscess') and genital haemorrhage ('general abnormal bleeding') in a 37-year-old female patient who had essure (batch no. 626798) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included edema, gestational diabetes, c-section, endometriosis, uterine fibroids, pre-eclampsia, pulmonary edema and graves' disease. Concurrent conditions included depression, anxiety, hypothyroidism, muscle ache and pelvic adhesions. Concomitant products included alprazolam (xanax) since (B)(6) 2009, escitalopram oxalate (lexapro) since (B)(6) 2009, hydrochlorothiazide, levothyroxine sodium (synthroid) since (B)(6) 2007, nsaids and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition : depression/ psych injury") and anxiety ("psychological or psychiatric problems condition : mental anguish / anxiety/ psych injury"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / abdominal area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea") and arthralgia ("hip pain / knee pain"). On an unknown date, the patient experienced vaginal abscess (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain / lower back area"), vaginal discharge ("vaginal discharge") and impaired healing ("wound disruption post hysterectomy"). The patient was treated with surgery (on (B)(6) 2011, total abdominal hysterectomy with unilateral (right coil only) salpingo-oopherectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain and menorrhagia had resolved, the vaginal abscess, vaginal haemorrhage, vaginal discharge, depression, impaired healing, anxiety and nausea outcome was unknown and the arthralgia had not resolved. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, genital haemorrhage, impaired healing, menorrhagia, nausea, pelvic pain, vaginal abscess, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion dates (B)(6) 2006 patient's left essure coil was not removed. Patient received treatment for pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: essure device was successfully occluded (total bilateral occlusion).. Imaging procedure - on (B)(6) 2010: essure confirmation test(s) unspecified: bilateral occlusion. Concerning the injuries reported in this case the following events were confirmed via patients medical record : abdominal pain, nausea,pelvic pain, back pain,arthralgia lot number:626798 manufacture date: 2008-03 expiration date: 2010-02 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. New event general abnormal bleeding added. Outcome for previously reported events: pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding) is updated to recovered / resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.